Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an infection to occur at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site was red, painful and infected. The patient visited the hospital, where was given norflex for pain, a cream (name not provided) and a prescription of antibiotics to be taken for a week. The patient's blood glucose (bg) levels were 220 mg/dl at the time.